Manufacturer narrative:
Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number:(B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) implanted a few years ago was explanted and replaced because the power was unsuitable. The account also reported that the correction was insufficient and lens opacification resulted in reduced visual acuity. The product will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: account indicated that there was an opacity of the intraocular lens (iol), and no posterior capsular opacification has occurred. The following section has been updated to add code for material opacification: section h6 - device code(s): 1426. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.